Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between catheter and sheath. The inner lumen is occluded and unable to clear with the guidewire. The extender tubing and stopcock were returned. The getinge sheath was returned attached approximately 21.5cm from the iab tip and the competitor sheath was returned separately. A kink was observed on the catheter tubing approximately 40.1cm from the iab tip. The optical fiber break was found approximately 59.4cm from the iab tip. The optical fiber was found to be broken, the failure has been confirmed. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional information: describe event or problem. Additional reporters, additional reporters email: (B)(6). Reference complaint #: (B)(4).

Event description:
It was reported that after approximately 2.5 days intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure message and the waveform/ blood pressure readings were not displayed. The getinge representative advised the customer that the fiber optic strand was likely broken or severely kinked and an alternate arterial line was required. The central lumen of the iab was capped with no flush, but there was a radial arterial line available. The customer was walked through the steps to connect a pressure cable and then zero. This was successful. It was reported the transducer used was a competitor brand. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure message and the waveform/ blood pressure readings were not displayed. The getinge representative advised the customer that the fiber optic strand was likely broken or severely kinked and an alternate arterial line was required. The central lumen of the iab was capped with no flush, but there was a radial arterial line available. The customer was walked through the steps to connect a pressure cable and then zero. This was successful. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).